Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9077703. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needle was involved with hypoglycemia. Lay user reported experiencing hypoglycemia/low blood sugar. No medical intervention was applied, but the lay user did, "consume carbohydrates," to elevate blood sugar levels. The following information was provided by the initial reporter: material no: 305110 batch no: 9077703. Caller reported fill resistance issue. Customer reported this issue occurring over a 5 month period. Customer delivered too much insulin by entering the intended bolus value but did not consume as much food as intended. Number of occurrences - 12. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes customer's bg at time of event - <40-300 mg/dl low bg caller reported a low bg. Lowest bg level reported <40 mg/dl suspected cause of low bg - customer reported that they gave themselves too much insulin, reported as ""user error."" Bg treatment action - consumed carbohydrates did customer require assistance from 3rd party? - no, customer received normal assistance by a 3rd party but was not incapacitated due to bg level. Did event cause any injury? No. Date of low bg - (B)(6) 2020. Does insulin come out of the existing needle? ¿ n/a, issue happened in the past. Customer had already changed needle and syringe at time of call.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was involved with hypoglycemia. Lay user reported experiencing hypoglycemia/low blood sugar. No medical intervention was applied, but the lay user did, "consume carbohydrates," to elevate blood sugar levels. The following information was provided by the initial reporter: material no: 305110, batch no: 9077703. Caller reported fill resistance issue. Customer reported this issue occurring over a 5 month period. Customer delivered too much insulin by entering the intended bolus value but did not consume as much food as intended. Number of occurrences - 12. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes. Customer's bg at time of event - <40-300 mg/dl low bg. Caller reported a low bg. Lowest bg level reported <40 mg/dl. Suspected cause of low bg - customer reported that they gave themselves too much insulin, reported as ""user error."" Bg treatment action - consumed carbohydrates. Did customer require assistance from 3rd party? - no, customer received normal. Assistance by a 3rd party but was not incapacitated due to bg level. Did event cause any injury? - no. Date of low bg - (B)(6) 2020. Does insulin come out of the existing needle? ¿ n/a, issue happened in the past. Customer had already changed needle and syringe at time of call.